Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that since the end of december they've been having some issues with recharging the implant. Caller stated that it has been harder to find the right spot to connect to the implant, and once they do connect it's taking longer to charge. Caller added that maybe two weeks ago they got a message on the controller with "rm something." Caller stated that yesterday when they went to charge the implant, every time they plug the recharger into the controller, the controller just goes dead. Caller stated the screen will become completely black and won't come back on. Caller noted they have to take the battery out of the controller and put it back in to get the controller to come back on. Caller added that their implant is now dead because they can't recharge it. Caller confirmed that the controller charges just fine. Agent had caller reset the controller and examine the equipment for damage. Caller denied any visible damage to the compon ents. The issue was not resolved.